Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify keypad unresponsive due to e52 alarm. However, keypad flattened button dome switch (creased) was found on esc, act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button was not sensitive. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.